Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's batter charger was not working. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the charger failed at power-up. Corrosion was discovered on the battery charger connector. The corrosion caused a short in component u13. U13 is an 8-bit cmos micro-controller. The root cause of the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corroded connector. The patient received a replacement battery charger.